Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received the data acquisition (da) pcba for evaluation. Visual inspection of the returned da pcba revealed no evidence of damage or contamination. Fi technician installed the da pcba into the fi test ventilator and performed operational tests. No failures were identified. Root cause: root cause for the reported issue could not be determined due to no problem found.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The customer reported that there was two error codes messages of data acquisition (da) pcba adc failed. The customer reported that there was no patient involvement.